Event description:
It was reported by repair work order that the fowler would drift due to a damaged gas cylinder. It was also reported that the bed functions were not working due to a malfunctioning wiring harness and main pbc control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.